Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pvc ablation procedure, a pericardial effusion occurred. At the beginning of the procedure, difficulties were noted positioning the catheter. During mapping with the ablation catheter, the patient became hypotensive and an echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.